Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose levels were 38 mg/dl and 332 mg/dl. The customer also mentioned other blood glucose values such as 244 mg/dl, 150 mg/dl. Customer was treated for high blood glucose level with 3.5 units of insulin. The customer reported that they receive calibration not accepted alert, change sensor alert and sensor updating. The insulin pump will not be returned for analysis.